Manufacturer narrative:
Manufacturer evaluation of the service record for the instrument showed that a leica biosystems engineer was not dispatched to assess the operation and function of the instrument in association with this complaint. Manufacturer evaluation of the information available determined that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 08:34am on 04 february 2023. The facts indicate that a user did not complete manual replacement of the reagent in bottle 8 (ethanol) in accordance with the manufacturer instructions detailed in the section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." At 08:30am on 04 february 2023, bottle 8 (ethanol) was not in contact with the corresponding sensor for 03:49 minutes, which is sufficient time to replace the reagent in this bottle in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual entitled <replacing reagents-manual>; however, information available from the complainant indicates that 70% ethanol was placed in bottle 8 (ethanol). The station properties for bottle 8 (ethanol) were reset at 08:34am on 04 february 2023, with a user affirming in the instrument graphical user interface (gui) that the ethanol concentration in bottle 8 (ethanol) was set to the default value of 100%. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 8 (ethanol) with an ethanol concentration of 70% was used for the final dehydration step of the "4hr bm protocol which started in retort a at 17:16pm on 04 february 2023, where sub-optimal processing of patient tissue samples reported by the complainant. The minimum ethanol concentration required for use in the final dehydration step in a tissue processing run is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The leica peloris/peloris ii user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Investigation of this complaint found that the instrument functioned as designed during execution of "4hr bm protocol" comprising 68 cassettes, which started in retort a at 17:16pm on 04 february 2023 and successfully completed at 21:10pm on 04 february 2023, from which sub-optimal tissue processing was reported by the complainant.

Event description:
On 07 february 2023, the complainant contacted leica biosystems and the following information was documented: "under processed tissue, per user they replaced reagents incorrectly, 70% alcohol as the last reagent instead of 100% alcohol resulting in under processed tissue. The tissues were reprocessed and although the reprocessed tissues are sectioning well, there is loss of nuclear detail. User replaced the reagents and reported the following processing have no processing issue." On 14 february 2023 the assigned leica sr. Applications specialist-core histology, (B)(6) (fas) visited the customer site and documented the following additional information regarding the circumstances of the complaint: "tech replaced bottle # 8 with 70% ethanol and inadvertently reset it as 100% ethanol. Tech replaced bottle # 9 with 100% ethanol and inadvertently reset it as 70% ethanol. She states that she knows for sure that she made this error. I cannot confirm this with hydrometer measurements as the [sic] entire processor was changed [sic] out prior to the customer contacting leica." The fas confirmed "bottle #9 was used as step 3 in the protocol and bottle #8 was used as the last alcohol prior to xylene, which at 70% concentration would have left significant amount of water in the tissue. Confirmed by what was observed by the techs at microtomy." The fas provided suggestions on reprocessing recommendations; with the customer "chose to soak tissue in cc1 solution and had satisfactory success. All cases were diagnoseable." And offered additional training for the laboratory staff. The fas also documented the affected patient tissue samples were derived from a single "4hr bm protocol" comprising 68 cassettes, which was executed on retort a. The affected patient tissue sample type(s) were "bone marrow biopsies and clots"; and the tissue artefact was described as "under processed tissue, reprocessed tissue [sic] with lost nuclear detail tissue was first underprocessed [sic] and mushy. Tissue was then overprocessed and lacked nuclear detail [sic] after reprocessing due to overprocessing"; and the affected patient tissue samples were re-processed by "run back through xylene and alcohol offline and then re-processed on same 4 hour bone bx protocol". On 15 february 2023, leica biosystems melbourne received information from the local leica sr. Applications specialist-core histology, (B)(6) that the tissue samples from all patient cases involved in this event were diagnosable. No adverse consequence(s) to a patient(s) has been reported to the manufacturer to date.